Manufacturer narrative:
A full evaluation could not be conducted because the pump was not returned to the manufacturer for evaluation. A correlation between the device and the reported events leading up to the patient's expiration could not be determined through this evaluation. The instructions for use lists hemolysis, bleeding, and stroke as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: the hospital personnel stated that the patient was admitted for elevated lactate dehydrogenase and plasma-free hemoglobin levels with no other signs of thrombus. A computed tomography and ramp echocardiogram were performed within two days of admission and neither of which showed evidence of clot or pump malfunction. The patient did not have any pump power elevations or pulsatility index events based on the clinical notes prior to their hemorrhagic stroke event. The hospital personnel also indicated that there are no plans to return the patient's pump back for investigation. There was no autopsy performed on the patient, and no log files were downloaded from the patient's system controller. Hemolysis was concluded.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for hemolysis and was placed on heparin and integrilin infusions. The patient''s inr was reportedly therapeutic. The patient developed unspecified signs of a cerebrovascular accident and a CT scan revealed a hemorrhagic stroke. The patient became unstable and was transferred to the intensive care unit. The patient expired on (B)(6) 2016 due to the hemorrhagic stroke. No further information was provided.